Manufacturer narrative:
(B)(4) - follow up #001. Initial (B)(4) issued MFR. Report # 1531186-2013-00586, indicting the manufacturer as unknown. The correct manufacturer is consma (B)(4).

Event description:
Dealer states seat is cracking by handle cut out. This is the 2nd seat he has replaced in 3 months.